Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported loss of sensing. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that loss of sensing was observed on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.